Manufacturer narrative:
The unit alarmed button error after boot up and had an intermittent button response on the act button due to a corroded keypad. The unit had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated the device may have been exposed to moisture. The customer's blood glucose level was 195 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.